Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in bio bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket completely extended out of the catheter lumen. One of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted freely with no sign of resistance, though the wire that detached remained outside of the catheter lumen. A meeting with production leadership was held and the proximal tip of the wires were examined. It was determined that the wires had been damaged by a part of the manufacturing process. The tip also was not smooth and wires were exposed in the soldered tip. No part of the device was missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed that the device was broken due to damage on the basket wires caused by a part of the manufacturing process. This occurred due to manufacturing operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician selected a cook memory ii double lumen extraction basket. When they opened the package, they found that a basket wire was broken prior to any patient or endoscope contact. The physician replaced it with another device to complete the procedure. The customer confirmed that the package was not damaged. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.